Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 434 mg/dl. Her blood glucose level would not come down. She was on a no carbohydrates diet. The customer treated her blood glucose level with the insulin pump. In the alarm history low reservoir, low battery, and a no delivery alarms were found. The product was not returned. Nothing further to report.